Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. The reported deployment line breaking mid-deployment on a gore® excluder® aaa conformable endoprosthesis trunk ipsilateral leg could not be independently confirmed. No clinical images nor the physical device were available for evaluation. The root cause of the deployment line breakage cannot be established with the available information. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: delivery catheter damage/failure and incomplete component deployment of endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On ma(B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. During the procedure, when the physician started to pull the white outer deployment knob of a trunk - ipsilateral leg endoprosthesis for releasing the primary sleeve of endoprosthesis, the deployment line broke and got detached. The physician tried to continue the deployment by using the back-up deployment mechanism and opened the deployment line access hatch. The remaining deployment line could be seen within the access hatch; however, the physician was unable to capture the deployment line with forceps. The deployment could not be continued, therefore, the physician decided to remove the device. Upon withdrawal, the device got stuck within the sheath due to the endoprosthesis being partially deployed. The device and the sheath were removed together. No adverse consequences to the patient were reported. The procedure was successfully completed by using an alternative trunk - ipsilateral leg endoprosthesis and sheath. The patient tolerated the procedure.